Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device misfired at the third firing and they were unable to fire the device. No damage to the pt and the procedure was completed with a new device.

Manufacturer narrative:
Date sent: 05/08/2009. Device b: batch #= e5r980. Mfg date: 9/26/2008; exp date: 08/26/2013. Damaged spring cartridge lockout tab. The analysis results found device a with a firing trigger handle broken and with a reload loaded in the device. The reload was returned partially fired. The reload was disassembled to verify the condition of the spring cartridge lockout and was found normal. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the pinion axle support was found damaged. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to be fired on thicker tissue than indicated causing an increase of the internal forces resulting in component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The analysis showed that device b was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without and difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.